Event description:
On (B) (6)2010, a pt was implanted with a gore propaten vascular graft in a fem-pop bypass application. At an unk date, the pt presented with a swollen leg. Ultrafiltration was observed along the entire length of the graft. The fluid was drained with a syringe. At an unk date, the fluid returned and the graft was explanted on (B) (6)2010.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specs.